Event description:
Follow-up revealed the patient's issue remains unresolved. Allegedly, the physician stated the patient's issue was not related to the trial procedure. It was also reported the patient has completed rehabilitation and will be monitored until otherwise.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2014, the patient underwent a trial procedure. The following day the patient began to experience weakness in her right leg. In turn, the patient's trial lead was removed and she was sent to the emergency room. Follow-up revealed the patient's issue remains ongoing and she's undergoing physical therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.